Event description:
Pt was transferred from nursing home to emergency dept for gastrostomy tube change. During gastrostomy tube change (removal of tube) bumper broke off. Panendoscopy performed to remove foreign body. Unable to retrieve foreign body, pt admitted for observation/passing of foreign body.